Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon inspection it was reported that the connector and grommet were damaged.

Event description:
It was reported that during the implant procedure, there was ventricular and atrial oversensing and blood ingress in the connector. The device was not used. No patient complications were reported as a result of this event.